Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 11/25/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Fourteen unopened samples were received for analysis. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a CABG procedure on (B)(6) 2024 and suture was used. Needle pulled off the suture strand during procedure. Needle did not break, and all needle was accounted. Product could not be used due to detachment. No reported patient consequences. Additional information has been requested. Surgery delayed 5 mins another product was opened and used. The procedure was successfully completed. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6: component code: g07002 - device not returned. Additional information provided: was other medical intervention required? No. Additional information has been requested and not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Quantity of product involved was entered as 36. Please confirm the number of needles that pulled off from suture during this procedure. 22. When did the needle detach or pull off from the suture (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient) please provide details for each of the involved devices? Unknown product returned back. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4 lot, d4 expiration date, d4: primary UDI number, g1. Manufacturing site name, g1. Manufacturer site addr. Street line 1, g 1. Manufacturer site addr. Street line 2, g 1. Manufacturer site city, g 1. Manufacturer site country code, g1. Manufacturer site postal code, h4 additional information provided: lot number au7835 a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.